Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that her implantable pulse generator (ipg) stopped working about five years ago. The device remains in the patient. No patient complications have been reported as a result of this event.